Manufacturer narrative:
(B)(4) date sent: 1/9/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: the patient was hospitalized as of (B)(6). It was announced by the doctor that there was a possibility to switch the operation to colostomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the colostomy temporary or permanent? Who fired the device and what is his/her experience? Where in the green range was the device fired? Did the healthcare professional wait 15 seconds and retighten before firing? Please clarify what is meant by "it was announced by the doctor that there was a possibility to switch the operation to colostomy." What is the current patient status?

Event description:
It was reported that during a laparoscopic sigmoidectomy, the doctor felt that the firing force was higher than expected. He heard the crunch, but the device could not be removed from the patient. Some staples were unformed and the washer was not cut. The donut was cut properly. According to the doctor, the tissue was not too thick. Since the patient was an elderly and the doctor was not comfortable with the device, the operation was changed to colostomy.

Manufacturer narrative:
(B)(4). Batch # n56v9u. The analysis results found that the cdh25a device arrived with no apparent damage with all the staples protruding. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition received staple line with tissue within, and the staples can be seen in proper b-form shape. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the colostomy temporary or permanent? Permanent. Who fired the device and what is his/her experience? Doctor did, he is experienced. Where in the green range was the device fired? No information. Did the healthcare professional wait 15 seconds and retighten before firing? No information. What is the current patient status? The patient was stable.